Event description:
It was reported that during the procedure, when the carbon dioxide laser was used, the laser point could not be located to the surgical area, but also could not fix the position accurately. The movement of the laser point was too large, and the normal tissue outside the surgical site was damaged when the laser was fired. In addition, the poor focus of the laser point made the procedure impossible. The physician had to change the procedure mode and notified the equipment department for repair. There were no patient complications reported.